Event description:
It was reported that the patient underwent a posterolateral approach l4-5, l5-s1 fusion using rhbmp-2/acs mixed with blackstone, autograft, and allograft, and placing the mixture both inside and outside of peek cages. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: lumbar stenosis. Lumbar disk herniation. For which, patient underwent following procedures: l4-l5 and l5-s1 decompressive laminectomy with medial facetectomy and foraminotomy for decompression of neural tissue under microscopic dissection. L4-l5 and l5-s1 diskectomy with interbody fusion with peek cages and bmp. L4-l5 and l5-s1 posterior lateral arthrodesis with autograft, allograft, bmp. Pedicle screw fixation segmental at l4, l5 and s1 with modular fixation system. Stereotactic navigation with the o-arm. Interpretation of fluoroscopy. Per op notes, surgeon applied peek cages filled with bmp at l5-s1, one on each side, and at l4-5, one on each side, using 10 mm cages at l5-s1 and 12mm cages at l4-5. At that point, decorticated the transverse process of l4, l5 and s1 and performed posterolateral arthrodesis using a combination, rolled around it bmp of a large kit and used that for posterolateral arthrodesis of l4-l5 and l5-s1. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.